Event description:
Site reported their monitor went black on the treon system after national display system came up. The surgeon decided to discontinue the use of the system and the procedure was successful without impact on the patient outcome.

Manufacturer narrative:
Patient demographic unknown. Per RMA, numerous parts were sent to site to resolve issue. On return of parts were sent to site to resolve issue. On return of parts the power supply seemed to provide an unsteady 9 to 10 volts and sparked during testing. Power supply also has burned pins at connector. The treon monitor power pigtail connector is severely burned around red wires on female connectors. All other parts were returned unused.